Manufacturer narrative:
(B)(4). Date sent 9/25/2024. D4 batch #313c29. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with a dent in the nozzle, and with no reload present. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It is possible that the damage on the nozzle was due to improper handling of the device. Please reference the instruction for use for more information. No conclusion could be reached as to what may have caused the pcb board to be damaged. A manufacturing record evaluation was performed for the finished device batch number 313c29, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished ech60s, with lot/batch number a9cm85, and no non-conformances were identified. Additional information was requested, and the following was obtained: on what tissue was the device fired? Not sure what tissue the stapler was fired on. That info was not included.

Event description:
It was reported that during a thoracoscopy procedure the dr. Claimed the handle was hard to squeeze closed and the stapler never fired. Procedure was completed without patient harm.